Manufacturer narrative:
Pt info: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -8.0/2.0/003 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022, the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
B5 - "on (B)(6) 2022, the lens was exchanged and implanted vertically for a shorter length lens due to exccesive vault." Should be added to the initial MDR. Claim # (B)(4).